Event description:
The pt fell, and her spinal cord stimulator stopped working. The pt didn't have insurance; she stopped using her device without following up with her hcp. The generator pocket was irritated due to anatomical reasons. The call your doctor icon was showing on the programmer display. A physician mode reset was completed. The device may have been overdischarged. The MFR's rep made several attempts to recharge the battery. The battery was 0.25 full, but would not allow interrogation. The pt didn't want the unit any more since she falls frequently. The hcp agrees that removal of the implant is appropriate. Additional info has been requested, a follow-up report will be submitted if additional info become available.